Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that another manufacturer's balloon was loaded onto the hiwire hydrophilic wire guide while working in a fistula. The balloon would not come off of the wire as a result of the wire becoming ¿tacky.¿ the balloon and the wire were removed at the same time, and wire access was lost. It was further noted that a section of the black polymer material was partially sheared. The procedure was successfully completed with another device after gaining access again, and there were no reported serious injuries to the patient as a result of the product problem.